Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation containing solution in the bladder. The sample was visually examined for signs of abnormality that could have contributed to the reported condition; however, none were found. Accuracy testing was conducted on the sample at both rates of 3ml/hr and 5ml/hr. Testing revealed the device delivered within the specified ranges; the reported condition of 'overinfusion' was not confirmed. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that one (1) multirate infusor lv 2,3,5 device had overinfused during patient use. According to the report, the device was set to infuse ropivacaine hydrochloride hydrate at 3ml/hr; however, the actual flow rate was 80ml/16hr (5ml/hr). The temperature was 33c. There was patient involvement but no report of patient injury or medical intervention. No additional information is available.